Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 69 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their husband, who provided carbohydrates to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.